Event description:
This event was created from a journal article in the journal of vascular surgery titled "clinical consequences of periprosthetic leaf after endovascular repair of abdominal aortic aneurysm" (j vasc surg 1998;27:606-13). Article citation: jon s. Matsumura, md, and elliott l. Chaikof, md, phd, for the evt investigators, chicago, i11, and atlanta, ga. From february 1993, through january, 1995, 68 patients underwent placement or attempted placement of a tube graft implant at 13 centers participating in phase I and ii trials in the united states. Nine patients required conversion to open repair. Conversions occurred primarily on the operating table and were related to an inability to place the sheath or graft in the appropriate anatomic position. Clinical observations: endoleaks, attachment system fracture, aneurysm growth, rupture, migration, conversion surgery, and mortality (unrelated and idiopathic).

Manufacturer narrative:
It is likely that MDR reports were filed at the time of the study, however, since we are unable to link patient names or model, serial numbers due to patient confidentiality, a manual medwatch report will be filed for this article. Attempts to identify patent's' an/or model-serial numbers were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.